Manufacturer narrative:
Corrected data: device is 2 of 3; not 2 of 2 as previously reported.

Event description:
Device 2 of 3; reference MFR. Report# 1627487-2019-04040, reference MFR. Report# 1627487-2019-04042. Follow-up information revealed the patient does not want to undergo surgery and the lump/bump has subsided by fifty percent.

Manufacturer narrative:
(B)(4).

Event description:
Reference MFR. Report# 1627487-2019-04040. Reference MFR. Report# 1627487-2019-04042. Follow-up information confirmed no lead erosion.

Event description:
Device 2 of 3; reference MFR. Report# 1627487-2019-04040, reference MFR. Report# 1627487-2019-04042.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-04040. Reference MFR. Report# 1627487-2019-04042. It was reported the patient observed a lump/bump around her mid back between where her ipg is implanted and the spine. In addition, the patient thinks the lead is eroding at the bottom of the lump/bump. As such, surgical intervention may be undertaken as the next course of action.